Event description:
A (B)(6) male experienced blistering post apligraf application which was secured with steri strips, and dressing consisted of a bolster dressing secured with mastisol and off-loading achieved with total contact cast. The pt has a dfu on the right foot. The pt rec'd apligraf (gs1102.03.04.1a, (B)(4)) application on (B)(6) 2011. The wound bed was prepared with debridement and cleansed with sterile saline. No antiseptics were applied. The apligraf unit was cut to size and applied to the dfu with approx 0.5cm perimeter overlap which was secured with steri strips. The wound was wrapped in a bolster dressing and placed in a total contact cast. At the one week f/u ((B)(6) 2011) the pt presented with blisters on the plantar and dorsal aspects of the foot. The pt was treated with trimethoprim-sulfamethoxazole. The available information for this medical event was reviewed by organogenesis' (B)(4) on (B)(4) 2011. The pt has had no sequelae, hospitalizations or reports of serious injury related to apligraf use. This event did not cause serious injury, as defined in 21 cfr 803.3. As well, disability resulting in permanent impairment of a body function or permanent damage to a body structure did not occur. However, the company is reporting this adverse event due to the possibility that apligraf combined with the total contact cast could have contributed to the blistering seen in the plantar and dorsal aspects of the right foot. It was concluded that apligraf is not the sole cause of this event.

Manufacturer narrative:
Organogenesis quality systems performed an investigation of apligraf manufacturing lot gs1102.03.04.1a as part of the investigation connected to this report. The apligraf manufacturing lot met all specifications and release criteria for shipment.